Event description:
It was reported that pump screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer followed guidance to press power button with and without case, then to connect pump to known working power source, after which welcome screen appeared and pump powered on with battery level above 20 percent. Technical support educated customer on actions required after pump shutdown, including reset of insulin on board and maximum hourly bolus, need to manually restart continuous glucose monitoring sessions, and need to reload cartridge, and also provided battery best practice tips; customer understood instructions, agreed to monitor system, and planned to call back if issue persisted.

Event description:
It was reported that a malfunction occurred. There was no reported adverse impact to the customer's blood glucose level. The customer performed a pump reset and the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
B5,